Manufacturer narrative:
The recipient was reimplanted on (B)(6) 2024 with another advanced bionics cochlear device. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced recurring cholesteatomas. The recipient's device was explanted. The recipient will be reimplanted at a later date. The explanted device was discarded and will not return for analysis.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.